Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the devices met their material, assembly and product specifications at the time of release to distribution. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
Clinical study. It was reported that following a coronary artery stenting procedure the pt experienced in-stent restenosis. The lesion being treated was a 3.50mm, 90% stenosed, 20.0mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with direct stent placement of a 3.50x20mm taxus express2 study stent. The lesion was post dilated using a 3.50x20 balloon and the stent delivery balloon. Ivus was used to confirm placement. The pt was discharged 2 days later on plavix and aspirin. At 278 days after the index procedure the pt experienced in-stent 90% stenosis in the lad and required placement with a non bsc stent in the prox lad. The cx treated 75% stenosis with non bsc stent. Residual stenosis =0%. The pt was discharged 2 days later.